Event description:
In 2009, the patient reported that he was hospitalized three days prior, with ketoacidosis. He was treated with an insulin IV and his blood glucose decreased. He reconnected to the infusion device and his blood glucose elevated again. He had inserted a new infusion site the day prior and did not realized until the following day, while at the hospital that the cannula was bent. He inserted a new infusion site and reconnected to the infusion device and had no further issues. The alleged infusion set was discarded. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.